Event description:
No additional informaiton provided.

Manufacturer narrative:
1. DHR/bhr review: (1) the batch number of the complained product is 2350849, is 24g and product code is383716, produced on 2023/01, with a total of (B)(4) pieces in this batch. (2) inspection process inspection and delivery inspection report, the test results meet the product standards, no abnormality. (3) check the production records for this batch of products that there are no nonconformities, deviations or rework activities in the process of this batch of products. 2. The customer did not return samples and only provided 4 photos of defective samples. From the photos, it can be seen that the blood overflowed from the slit of the septum. 3. Take the retained sample of this batch for 45psi system leakage test, and no abnormality was found. 4. The history of customer complaints for the same batch of products has been reviewed, and no complaints of the same defects have been found. In summary, no abnormalities were found in the process and retained sample products. Due to the customer did not return samples, can not confirm the slit status of the septum, the root cause of the complaint defect cannot be determined, and the factory will continue to monitor and monitor the trend of this defect complaint.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported the bd pegasus yel 24gax0.75in prn-capy non-pvc leakage at septum it happened when a nurse in the endoscopy unit of the hospital center was giving an indwelling needle to a patient, and after placing the catheter and pulling out the pillow core, there was blood shooting out of the indwelling needle catheter at the rubber stopper, and the catheter was not well sealed, which could easily lead to blood exposure. Customer feedback last year, this kind of thing also happened, the frequency is very high, when there is blood from the rubber plug sprayed into the nurse's eyes, reported an adverse event, this year this kind of situation began to happen again, if there is no improvement, the department will stop using our products.